Event description:
Bacterial vaginosis test kit failure resulting in false positive results. In 2008, bv results reviewed, noted significant increase in positive tests starting approximately about 2 weeks before. Micro quality control records indicated that a new lot number #b2042- bv kit had been opened about 3 days prior. Issue reported to MFR and kits returned. Dates of use: 2008. Diagnosis or reason for use: bacterial vaginosis.